Event description:
It was reported that there was thrombus in the sheath. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected for use. During the procedure, the physician had removed the dilator and was flushing the was when they discovered that there was a thrombus. The physician could not aspirate it out and decided to pull the entire sheath out of the patient. It was noted that the thrombus was inside of the was. There were no patient complications that resulted from this event. The patient was fine. A new was used to successfully complete the procedure. The patient has since been discharged from the hospital.